Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for four days, the "leak" alarm sounded from the pump. The iab leaked and the iab was removed. No second iab was inserted. The following was rpt'd to datascope on 10/3/97: after iabp for 5 days, small flecks of blood was seen in the tubing. The pump alarmed "gas leak". The iab was removed in the o.r. Inspection of the iab revealed it to contain clotted blood. Event complications: none from the event - rpt'd 8/27/97 or on 10/3/97. Pt current status: in ICU - rpt'd on 10/3/97.